Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed unresponsive keys, contamination under the key contacts, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the contrast, up and down buttons were intermittent. The ok button was functional. No damage to the keypad. Removed the keypad. Contamination under the contrast, up and down button contacts. Contamination under buttons. No evidence of occlusion recorded in the black box or in the history. Performed pump rewind, load, and prime with no occlusions. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no occlusions. Force sensor calibration was within specifications. Opened pump and removed from case. No defect found. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.